Event description:
The customer contact reported the device alarmed with a s233 (over temperature error) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No specific patient information, pump programming, or event details were available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device alarmed with a s233 malfunction alarm code during the self test. The probable cause of the s233 malfunction alarm code was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.